Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure the needle tip broke. The tip was still attached by the suture and was removed with the inserter. A backup was available to complete the procedure. A delay of 20 minutes was reported with no patient impact associated with this event.